Event description:
It was reported that the catheter balloon would not deflate. Foley was cut above site where balloon is filled. Still could not remove. Radiologist removed catheter by using a wire to puncture the balloon. No harm to pt.